Manufacturer narrative:
The insulin pump was received with no button response due to flattened and creased act and escape buttons dome switches. Inspected the connector on the lcd and no unlock keypad connector. Unable to perform displacement test, operating currents, self-test, off no power, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a priming anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he had problems with filling the pump. The customer was advised to hold act to fill. However, the act button stopped responding. The customer stated that the problem happened a few times within the past week or two. The customer will be sent a replacement pump.